Event description:
It was reported that approximately two weeks after implantation of an intraocular lens (iol) in the patient's right eye (od), the patient complained of visual disturbances including doubling and shadowing of letters and lights, light related glare and halos, and ghosting of objects such as cars. Approximately three months after symptom onset, the iol was exchanged for a different model. In the surgeon¿s opinion, the most likely cause of event was visual disturbance with the multifocal iol. The patient has since recovered. This is the report for the right eye (od). Left eye (os) reference: 0001313525-2026-00087.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.